Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the lot number is missing one digit/ letter, could you please check the lot number? How long (in minutes) did the surgery prolong? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Was there any adverse consequence associated with the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2021-12638.

Event description:
It was reported that a patient underwent debridement and suturing of maxillofacial trauma on (B)(6) 2021 and suture was used. The problem of pulling off suture needle happened during the suturing. Changed to another suture of the same lot and replaced immediately to sew. The problem of pulling off suture needle happened again. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/13/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: the lot number is missing one digit/letter, could you please check the lot number?¿¿ all answers above are unobtainable. Once there is any update, we will update the information. How long (in minutes) did the surgery prolong? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Was there any adverse consequence associated with the patient?